Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The pump had a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm did not occur right after moisture exposure. Customer stated that the button was not pressed for longer than 3 minutes. Customer was asked verbally and in written form to return the pump for analysis.